Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement for the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) was consulted and reviewed the data stored in the remote home monitoring system. It was noted that the impedance measurement has been variable. Ts suggested bringing the patient in for evaluation. The field representative was not informed of this issue by the clinic. Evidence currently suggests the crt-d and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This cardiac resynchronization therapy defibrillator (crt-d) was explanted over three years later following the patient's death. No allegations regarding the product were made in regards to the patient's death and no further allegations regarding impedance measurements were received since the last report.